Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance greater than 125 ohms. Boston scientific technical services (ts) reviewed data from the associated implantable cardioverter defibrillator (ICD) device which indicated the trend of this impedance is high and it was high out of range when the device was last interrogated approximately one year ago. The boston scientific representative (rep) confirmed the patient converted during a recent 31 joule shock therapy. Ts provided troubleshooting guidance to the rep for assessing the overall integrity of the lead given its age. Subsequent information provided by a different rep indicates the patient was referred to an electrophysiologist (ep) for a possible lead revision. Available information indicates the lead remains in-service at this time. No adverse patient effects were reported.